Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was not opening. A field service engineer addressed an issue where drawers 01 and 02 were offline. Initial steps included powering down the tower, removing the top cover, and replacing the controller board for drawers 01 and 02. After powering the station back on, the drawers remained offline. A second controller board was installed with no change, and no lights were observed on drawers 01 and 02, indicating a possible short. Both latches were proactively replaced, which resolved the issue. The controller board for drawers 01 and 02 and the drawer board for drawer 02 were replaced. The fse worked with medbank support to properly configure the drawers. Following configuration, drawers 01 and 02 became responsive. All cabling was inspected and appeared to be in good working order. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the drawer failed to open. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.